Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusion: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Relevant portions fo the device history record were reviewed. Finished good product as well as the suture component these were received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Our suture supplier was contacted, they have confirmed that there were no quality issues related to the suture lot involved in this event. Infection ad dehiscence, are known risk with any suture material. The most probable root cause for post operative infection and dehiscence can not be determined with certainty based on the information provided. (B)(4).

Event description:
It was reported that, "the patient is female, did radical hysterectomy in sep. The surgeon used our stratafix spiral pdo knotless tissue control device to close the remnant of vagina layer. After around 3 days of the surgery, the patient had vagina cuff dehiscence. The surgeon did bacterial culture of vaginal secretion and test result showed gram - positive bacteria. The suture was broken and the color was fading through observation. The surgeon had to clean the wound and close the issue with other sutures. Now patient is fine."